Event description:
Customer reportedly received the following results on the compact plus meter within 10 minutes: 140 mg/dl and 79 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.